Manufacturer narrative:
The ra lead and crt-d remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) presented with pacing impedance measurements above 3,000 ohms. The device pocket was manipulated and myopotential testing was performed but no issues were noted. The automatic capture values had remained stable since implant and there was no noise and oversensing noted. The ra lead was tested several more times and the impedance measurement decreased to normal range at 780 ohms. No adverse patient effects were reported. The patient will continue to be followed through normal follow ups.